Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiple cubie pockets had failed and it requires maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1.2 experienced intermittent failures. A field service engineer logged into the hardware test application, tested the drawer, and verified its functionality. All tests passed, and no further issues were noted. The system functioned as intended after the field service engineer repaired the device.